Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the cut wire on the tome broke away on one end during the sphincterotomy. It did not completely detach and no part fell into the patient. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the cut wire on the tome broke away on one end during the sphincterotomy. It did not completely detach and no part fell into the patient. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination revealed that the working length was twisted and the exposed cut wire was broken. The broken section of the exposed cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole and the other broken section of the exposed cut wire was attached to the anchor at the distal pierce hole. The cutting wire was measured to have broken at approximately 11 mm from the distal pierce hole. The broken cutting wire appeared burnt/blackened. The od of the exposed cut wire was measured and meets the od specification. The condition of the returned unit was consistent with the complaint incident that the exposed cut wire on the tome broke off/ snapped at the distal end of the device. However, during manufacturing, the tome devices are 100% inspected for cut wire and working length integrity. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. The dfu contains the following precautions/ instructions and also lists references for the recommended power settings: verify that the cutting wire has exited the endoscope by visualizing it on the endoscope monitor. Failure to do so may result in contact between the cutting wire and the endoscope while electrical current is applied. This may cause grounding, which can result in patient injury, operator injury, a broken cutting wire, and/or damage to the endoscope. Use the monopolar generator's recommended power setting for sphincterotomy. Excess power may lead to patient injury, or may damage integrity of cutting wire. For recommendations see references. Using the appropriate power setting, activate the cutting wire to incise and cauterize the papilla of vater and/or the sphincter of oddi.